Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. Available information suggests inadequate leaflet capture likely contributed to the event due to the perceived root cause of the event was improper grasping of posterior leaflet in the p2 region. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from ireland- edwards received notification of a pascal precision in mitral position where on post-operative day 2, a single leaflet device attachment (slda) was detected. Patient had previous mitral valve repair with 36 mm physio ring and neo-chords to a2-a3. One pascal was implanted. Mitral regurgitation level before the procedure was severe and immediately after the index procedure was mild. When the slda happened, the mitral regurgitation was severe again. As per medical opinion, the perceived root cause of the event was improper grasping of posterior leaflet in the p2 region. The posterior leaflet was between the clasp and the spacer upon closing the device and release. The posterior leaflet was not grasped between clasp and paddle. The patient underwent a re-intervention, and a pascal ace was implanted 7-days post the index procedure. The grade of mitral regurgitation after the re-intervention was mild.